Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Device found moisture damage at motor assembly noted. Device received with cracked case behind the device near the battery tube compartment and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump screen was flashing off due to moisture exposure. The customer¿s blood glucose level was 253 mg/dl at the time of the incident. The customer experienced different blood glucose of 300 mg/dl. The customer was treated with manual shots. The customer was assisted with troubleshooting. The insulin pump will be returned for analysis.